Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to bladder and uterine prolapsed, and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a bladder neck suspension and cystoscopy. It was reported, the patient underwent cystoscopy, urethral dilatation, cystometrogram on (B)(6) 2007 due to recurrent urinary incontinence, severe bladder neck mobility. It was reported the patient underwent cystoscopy and cystometrogram on (B)(6) 2010 due to recurrent urinary incontinence and bladder instability. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary incontinence.